Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast thought not verified, the pt was implanted with restorelle k p mesh. Later the pt experienced mesh erosion, infection of robotic port site/stitch abscess, rectovaginal swelling, pain, recurrent incontinence, dyspareunia, second cervical prolapse, rectocele, vaginal discharge, constipation and recurrent incisional hernia. An examination with excision of mesh and sutures was performed.